Manufacturer narrative:
Subject: customer spilled quickvue otc reagent on finger & is concerned about how finger looks -- tss advised customer per sds to wash skin with plenty of water & contact poison control/doctor/physician. Investigation conclusion: na. Investigation summary: ts reached out for a well-check. Vms were left and case has been updated with the follow up attempt. Root cause: customer procedural error. Follow-up to change product code from qmn to qkp (coronavirus antigen detection test system).

Event description:
Customer spilled quickvue otc reagent on finger & is concerned about how finger looks -- tss advised customer per sds to wash skin with plenty of water & contact poison control/doctor/physician.

Event description:
Customer spilled quickvue otc reagent on finger & is concerned about how finger looks -- tss advised customer per sds to wash skin with plenty of water & contact poison control/doctor/physician.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Manufacturer narrative:
Subject: customer spilled quickvue otc reagent on finger & is concerned about how finger looks -- tss advised customer per sds to wash skin with plenty of water & contact poison control/doctor/physician investigation conclusion: na. Investigation summary: ts reached out for a well-check. Vms were left and case has been updated with the follow up attempt root cause: customer procedural error.

Event description:
Customer spilled quickvue otc reagent on finger & is concerned about how finger looks -- tss advised customer per sds to wash skin with plenty of water & contact poison control/doctor/physician.